Event description:
It was reported that during a coronary stent procedure of a left main lesion, the stent dislodged on the catheter shaft during advancement. The delivery/stent device was removed without incident. No pt injuries or complications were reported. Same case as manufacturer report #6000093-2004-00080.